Event description:
The programmer was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the electrocardiogram (ECG) connector was loose on the link electronic module (lem) circuit board. It was also noted that the tab on the power cord bay door was broken, the keyboard latch was broken and the system fan was noisy. (B)(4).